Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. As reported to co by the physician/surgeons office, the device was removed as the pt was "unable to pump penile prosthesis". 11/6/96-upon receipt of the physician/surgeons operative report, it stated, "unable to pump penile prosthesis and malfunction of the prosthesis". The surgery entalled, "reposition the pump, perform corporotomy and shorten prosthesis. Incision of peyronie's plaques". During the procedure the operative report stated, "I exposed the cylinder(s) and found that they were folded upon themselves or removed the cylinder(s) and removed one rear-tip extender on each side, replaced the cylinder(s) and there was excellent placement of the prosthesis. The pump was repositioned to a more dependent position in the mid to left hemiscrotum. It was peyronie's disease and malfunction of penile prosthesis secondary to shortening of the corporal bodies".